Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call continued to drip after the motor stopped during manual prime process. The customer stated that there was gap between the piston and reservoir. The customer's blood glucose was 95 mg/dl at the time of incident. The customer was instructed to change the infusion set and reservoir. The issue was resolved after troubleshooting. The reservoir will not be returned for analysis.